Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated from an aliquot processed by the mpa they received a glucose result of 3762 mg/dl that was changed to >1600 mg/dl in the lis. The aliquot was rerun with a result of 1649 mg/dl with a data flag on p module serial number (B) (4). The user then repeated testing with the primary sample tube and received glucose results of 86 from the p module serial number (B) (4) and 78 mg/dl on the original analyzer. No results were reported and the patient was not affected. The glucose reagent lot number was not provided. The field service representative determined the r2 probe was out of alignment and was sticking up out of the sensor. He adjusted the probe, performed a probe alignment, replaced the reaction cells and performed a cell blank measurement. To verify the analyzer operation, he ran precision testing, calibration and qc.